Event description:
It was reported that the patient presented for a follow up in clinic. The pacemaker exhibited under-sensing. No intervention was performed. The pacemaker remained implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Sensitivity test and inspection of header and connectors as well as longevity assessment were normal with no anomalies found.

Event description:
New information noted that the pacemaker was explanted and replaced on 22aug2022. The patient was in stable condition.